Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
A therapy off event was reported to abbott. The issue described is a known issue associated with CAPA 137437. I software update has been released to resolve the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. Patients weight was not provided. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.